Event description:
This report is being filed after the review of the following journal article: gui, x.y. Et al (2021), a modified intrafocal pinning technique with three-dimensional planning to facilitate volar plating in dorsally comminuted ao/ota c2 and c3 distal radius fractures, bmc musculoskeletal disorders, vol. 22 (379), pages 1-9 (china). The aim of this study was to assess the efficacy of a modified intrafocal pinning technique with three-dimensional (3d) planning to facilitate volar plating in dorsally comminuted intra-articular distal radius fractures. Between january 2017 to december 2018, a total of 35 patients (12 male and 23 female) with a mean age of 62.2 (29 to 83) years were included in the study. A 2.4-mm volar distal radial locking plate (depuy-synthes, oberdorf, switzerland) was applied with the proximal end of the plate fixed to the proximal radial fragment. The average follow-up time was 17.4 (12¿24) months. The following complications were reported as follows: 1 patient had a superficial wound infection postoperatively. The incision healed smoothly after dressing changes and antibiotic treatment. 2 patients with c3 fracture presented significant redisplacement of the dorsal fragment with the change of the volar tilt measured to be 12° and 15° respectively, which resulted in a fair functional outcome. This report is for an unknown synthes 2.4 mm lcp volar distal radius plate/screws. This report is for one (1) unk - constructs: 2.4 mm lcp v. This is report 1 of 1 for complaint pc-001367971.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - constructs: 2.4 mm va-lc/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.